Manufacturer narrative:
(B)(4). Since customer was not contacted, product not returned for evaluation. Most likely underlying root cause: mlc-62-user had poor technique. Note: manufacturer try to contacted customer via several email attempts in order to obtain customer more information of the customer and the initial concern - unable to establish contact with the customer at this time. Unable to send product letter to the costumer. No address on file for the customer.

Event description:
Consumer's complaint was received via e-mail. Customer claims that the test strips read wrong, which has caused her to inject insulin only to find out she did not need anymore insulin. Customer now do 3 test strips in a row. The first one 360 the 2nd one 193 the 3rd one 221. This happens all the time and it is recorded on the meter. No more information provided by the customer. Manufacturer send an e-mail to customer requesting a contact phone # to further assist her.